Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A lot history review (lhr) of rewj0604 showed no other similar product complaint(s) form this lot number.

Event description:
Hospital had incident were the tip of the wire came loose and was implanted into a pt's body.